Event description:
It was reported that the device had detected a parameter error message and prompted programming to nominal settings, which included programming therapies off. The device was reprogrammed. The patient condition was fine.